Manufacturer narrative:
Product analysis: the product specimen will not be returned from the medical institution. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring in the mitral position, this ring was explanted and replaced with a bioprosthetic mitral valve due to central regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improved long term clinical outcomes. There are occurrences when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.